Event description:
Caller alleged false positive troponin (tni) results for one patient. Results as follows: patient: 2, tni: 0.13. A negative tni result was obtained using the beckman access ii. Patient was admitted to the hospital based on the triage results. No patient information was provided. The following cut off is used: 0.05.

Manufacturer narrative:
In house testing of cardiac profiler w49637 with 10 "normal" (apparently healthy) whole blood (edta) donors (n=3/donor) resulted in all values <0.05ng/ml. No false positive or elevated result was observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. We have 95% confidence that the devices will demonstrate at least 90% reliability since all devices were well below 0.05 ng/ml for tni. As of 06/01/2012, there are (B)(4) complaints against device lot w49637b.